Manufacturer narrative:
The investigation determined that a higher than expected vitros digoxin (dgxn) result was obtained when performing a patient correlation study using vitros dgxn lot 1937-0275-8241 on a vitros 5600 integrated system. The assignable cause of the event could not be determined. No historical quality control results were available for review leading up to the event aside from post-calibration results obtained six days prior to the event, which were within expectation. There is not sufficient historical information to rule out an issue with vitros dgxn lot 937-0275-8241. However, continual tracking and trending does not indicate a systemic issue with vitros dgxn lot 937-0275-8241. Precision testing was acceptable, indicating an issue with the vitros 5600 system did not likely contribute to the event.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a higher than expected vitros digoxin (dgxn) result was obtained when performing a patient correlation study using vitros dgxn lot 1937-0275-8241 on a vitros 5600 integrated system. Vitros dgxn patient 5 result of 1.50 nmol/l versus the expected result of 0.59 nmol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros dgxn result was obtained during a patient correlation and was not reported out of the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).